Event description:
It was reported that the patient had pain and a possible pericardial effusion. The right atrial (ra) and right ventricular (rv) leads were both repositioned. The patient indicated that they had relief from the pain after the rv lead was repositioned. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).